Event description:
"During a saline transurethral resection of the prostate, an "electrical burning smell" was reported by the operation room staff. The staff reported the "smell" was stronger when the esu device was on "cut" mode (than "coag" mode). The patient simultaneously was reported to demonstrate movement/bucking on the operation room table. Decision was made to abort the remainder of the procedure as they could not determine if an electrical malfunction was occurring or if harm would reach the patient. No visual harm to the patient was noted. However, the patient will have to return to surgery for completion of the procedure." Medical device in use: adapter cord (wa000013a) was disconnected from the olympus electrical surgical unit ues-40 and was noted to have "black charring on the front of the machine where the 2 prongs connect with the adapter cord (wa----13a). The adaptor cord was also noted to have melted plastic.